Event description:
It was observed that during the device evaluation, the uretero-reno fiber bending section was torn with pieces missing, and adhesive on the bending section had a chip with missing pieces. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the discovered damage is cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.